Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of clip dislodged or dislocated. Imdrf patient code e0506 captures the reportable event of hemorrhage, major. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the transverse colon for polyps during a colonoscopy procedure performed on (B)(6) 2024. It was reported that the patient came back to the hospital with delayed bleeding less than a week after the procedure. The clip had dislodged and was no longer present at the lesion site. Another resolution 360 clip device was used to stop the bleeding. There were no patient complications have been reported as a result of this event.